Event description:
The reporter is a pt who has been using this product for 8 years. Recently, she has gotten some eye problems including blurry vision, tears. She went to dr and received a new pair of contact lens. She stated that the problem comes and goes. She was aware of the recall of this product.